Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a conflicting results result with the binaxnow covid 19 ag self test (195-160) . The customer informed that she took a first test and it came out positive and the second test came out negative no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 178037 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 / lot 178037 and device part number 195-430wl / lot 174904. The lot met the required release specifications. A review of the complaints reported as conflicting results patient results (confirmed and unconfirmed, conflicting results) related to kit lot 178037 showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is 178037.